Manufacturer narrative:
Concomitant medical products: 1882tc lead, implanted (B)(6) 2010.

Event description:
It was reported that the right ventricular lead had dislodged and was sensing the right atrium. The lead was turned off. The left ventricular lead had no capture at eight volts. That lead was also turned off. No patient complications have been reported as a result of this event.